Manufacturer narrative:
Additional, changed, and/ or corrected data: a4, g1.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.